Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: was the plastic portion of the cartridge damaged? Yes. Did any pieces of the damaged cartridge fall in to the patient? No, if yes, were they removed and how? They removed it with a grasp was the metal cartridge pan separated from the plastic portion of the cartridge? No. The following information was requested, but unavailable: just for clarification, when the device "locked" was the device not able to be fired (meaning no cut line or staple line delivered)? Or when the device "locked", was the device locked on tissue? If yes, how was the device removed from tissue? Were the device jaws eventually able to be opened? Can you please clarify how the cartridge was broken?

Event description:
It was reported that during a vats procedure, the stapler locked and the cartridge broke. The intervention was concluded using another device. No aes for the patient.

Manufacturer narrative:
(B)(4). Batch # p58c75. Device analysis: the analysis found that one pcee60a device was returned for analysis with an ecr60g cartridge loaded on the device unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.